Event description:
It was reported that the patient was dissatisfied with an inflatable penile prosthesis (ipp) due to the device not working. A surgical procedure was performed in which in which a new ipp system was implanted. The patient did not experience any adverse events and had a good outcome following the procedure.